Event description:
It was reported to philips that the system could not emit x-ray due to small and large focus defective. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a procedure was performed when the issue happened. The procedure was completed by moving the patient to another device. Philips field service engineer (fse) visited the site and confirmed the reported problem. After reviewing the log, it identified that both the small focus and large focus were defective. Upon troubleshooting, fse conducted a tube test revealing a tube failure. To resolve the problem, fse replaced the x- ray tube and return the part for further analysis. The tube failed with both filaments blown, known failure mode for aging tubes. After x-ray tube replacement, the system returned to full functionality. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.